Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was treated for genital prolapse with the placement of a retroperitoneal promontofixation strip using the polypropylene mesh during a laparoscopic procedure. The initial procedure was performed without incident, and the postoperative course was simple and afebrile. Following the placement of the mesh, the patient described developing an autoimmune inflammatory disease (asia syndrome). After learning about the condition, the patient underwent a re-operation by laparotomy for surgical removal of the mesh. The event led to an extended hospitalization.